Event description:
It was reported that log file review was requested since patient believed low flow alarms were an equipment malfunction on (B)(6) 2022 at 13:20. The patient proceeded to disconnect the driveline from the primary controller to the backup controller. The backup controller did not have any batteries connected at the time of the driveline connection. The patient disconnected the driveline from the backup controller and reconnected to the primary controller. The vad team was not notified till 17:00. There were concerns if the emergency backup battery (ebb) on the backup controller were depleted since there were driveline disconnect alarms for over 3 hours. Log file review from hsc-109178 showed that the pump tried to start on (B)(6) 2022 at 12:20 but the controller was not connected to any power source. This continued from 12:20 ¿ 15:42 when the controller was shut down. Log file review for hsc-108453 captured low flow events with flow hovering around the 2.5 lpm range. The low flow events appeared to be patient related and were in the presence of elevated pulsatility index (pi) events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Alarms resolved when the patient re-connected to their primary controller. The emergency backup battery (ebb) of the backup system controller ((B)(6)) was exchanged in caution. There was no adverse impact to the patient following the system controller exchanges and the subsequent pump stop. Related MFR of system controller ((B)(6)): (B)(4)

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted controller log files confirmed transient low flow alarms; however, a specific cause for the low flow alarms could not be conclusively determined through this evaluation. Additionally, review of the submitted left ventricular assist device (lvad) log files confirmed a pump reset consistent with the reported system controller exchanges. The submitted log files were reviewed and found that the pump operated at the set speed without issue. Multiple transient low flow alarms were captured in the primary controller event log file on (B)(6) 2022. Of note, the low flows and pulsatility index (pi) events that filled the majority of the file and would have overwritten older data. The controller periodic log file also captured intermittent low flow alarms on (B)(6) 2022 and (B)(6) 2022. Elevated pulsatility index (pi) values were noted during the low flow events. The driveline was connected to the backup controller at 12:22:22 on (B)(6) 2022, per the timestamp; however, the pump did not start as the controller was not connected to a power source, per design. As the driveline was connected, low flow, no external power, and lvad (left ventricular assist device) off alarms were captured. The alarms continued as the driveline was disconnected, and driveline disconnect with power cable disconnect alarms were also captured. The backup controller was shut off at 15:42:46 on (B)(6) 2022, per the timestamp. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. In section 2 "system operations" (under "system controller warnings and cautions"), the IFU states, "if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 also outlines the driveline disconnected hazard alarm, as well as how to respond. Section 6 (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The patient handbook warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.